Event description:
A nurse reported that the patient's posterior capsule tore after insertion of the intraocular lens. The incision was enlarged to remove the lens and an alternate lens implanted without further complication.

Manufacturer narrative:
(B)(4). The lens has not yet been received for analysis. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.